Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: b. Braun pump with IV set (123 inches) with the 3 ports, free flowing onto the floor even though the pump was on standby. Standby should have clamped the tubing and stopped the free flowing from occuring. Unknown how long it was free flowing on the floor or how much did, fortunately it was not attached to a patient at the time - but free flowing fluids into a patient could be harmful. Unknown if the issue was the pump or the tubing of the fluids.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number: (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.